Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultrameter. The patient's blood glucose results were 180mg/dl, 230mg/dl. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported. Note - customer is not using control solution.